Event description:
It was reported that during a surgical procedure, the pump had an internal leak. The procedure was completed successfully with no adverse consequences or delay.

Manufacturer narrative:
The pump was received at the MFR for eval, but the reported condition of the device leaking during usage could not be duplicated. Based on the investigation details the front enclosure was cracked and the pneumatic assembly was replaced.